Event description:
Device 2 of 2. Reference MFR. Reference#: 1627487-2019-01178. It was reported the patient could feel the anchors in his neck. As such, the patient underwent surgical intervention on (B)(6) 2019, where the anchor was moved lower. It is unknown which anchor was moved, therefore all suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Reference#: 1627487-2019-01178.

Event description:
Device 2 of 2. Reference MFR. Reference#: 1627487-2019-01178. Follow-up information revealed the issue is resolved.